Event description:
It was reported that the patient received a vibratory alert for left ventricular lead impedance less than 200 ohms. The patient will continue to be monitored via (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.